Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 684 mg/dl while wearing the pod less than an hour. The patient reported within 30-35 minutes of placing a new pod, his pdm started alarming and went to the loading screen. Attempts to reset the pdm were unsuccessful, therefore patient was unable to activate a new pod and use the omnipod system for insulin delivery. Symptoms reported include hyperglycemia, malaise and vomiting. The patient was treated with a combination of intravenous and subcutaneous insulin. The patient was released in 2 days. The patient was transferred by ambulance from another hospital which has been reported on in a separate case.